Event description:
Patient was injected with radiesse dermal filler in one hand. The physician believed she saw the product enter the vein and travel up the patient's arm. Later that night, the patient coughed up blood. The patient was not hospitalized. The radiesse injecting physician reported intermittent swelling and injected the patient with kenalog to treat the swelling. The physician has not confirmed pulmonary embolism to bioform medical inc.

Manufacturer narrative:
The possible pulmonary embolism was reported by bioform medical field clinical specialist and medical director consultation. Neither of these personnel evaluated this patient. The injection of radiesse dermal filler into the hands is off-label. No discussion of treatment of pulmonary embolism was provided to bfm. The device history records for radiesse lot 1010289 were reviewed, this lot met all testing specifications.